Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system went off bus, reboot attempts failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer had logged into the hardware testing application and attempted to remove the cubies from rows a and c to check the leds for row b but was unsuccessful. The engineer removed the back panel from the auxiliary cabinet and tried resetting the rowboard cable from the drawer controller board. A field service engineer restarted the station and logged into the hardware testing application, but row b still did not show any results. The engineer was able to eject cubies from rows a and c, and the leds appeared to be functioning well on row b. The drawer controller board was replaced, but drawer 6.2 was not configured. The engineer then replaced the other drawer controller board and the module controller, configured the drawer, fse went back to hardware test application and only drawers 3 and 4 were displayed, then fse reseated the bus cable to all drawers in the cabinet to resolve the issue. Logged into the hardware testing application and confirmed that everything was visible. The system functioned as intended after the field service engineer repaired the device.